Event description:
It was reported that the needle electrode failed to deploy properly. A 2.0cm x 15cm leveen? Superslim? Needle electrode was selected for use in a radiofrequency ablation procedure in the left liver. During the procedure, the needle electrode failed to deploy properly. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Event description:
It was reported that the needle electrode failed to deploy properly. A 2.0cm x 15cm leveen? Superslim? Needle electrode was selected for use in a radiofrequency ablation procedure in the left liver. During the procedure, the needle electrode failed to deploy properly. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual examination revealed that the shaft was kinked. Functional testing was performed, and the needles were extended and retracted normally. The reported event could not be confirmed.